Manufacturer narrative:
The pump was received with cracked case at display window corner and severely scratched display window.

Event description:
The customer reported via phone call of severely scratched lcd screen. The customer states the scratches are making the screen difficult to read. The customer's blood glucose level at the time was unknown. The customer states they cannot read the screen. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.